Manufacturer narrative:
The unique device identifier is unknown because the device is not distributed within the united states. The reported event of lead migration cannot be confirmed through product testing alone. Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The allegation of ineffective stimulation was not confirmed but ineffective stimulation is consistent with lead migration. Analysis of the returned lead a found no physical anomalies and it passed continuity resistance and isolation resistance testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the entire system was explanted to address the issue.